Event description:
The customer reported being frustrated with the last two insulin pumps he received. The customer kept getting full battery and reservoir alarms as well he was not getting any insulin for the past hour. Offered to troubleshoot, but the customer denied as he pulled out and inserted back the battery to get the insulin pump work. During the call, it was found that the time in the device was hours behind and was stuck. The buttons were unresponsive as well the device had a constant tone. The caller stated that his blood glucose was 117mg/ and went up to 300mg/dl in an hour. The customer also mentioned experiencing low blood glucose and the paramedics were called; he was taken to the emergency room, treated with food and then released. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump was received with no button response due to an unlocked keypad flex connector on the lcd board. Unable to perform the displacement, rewind, basic occlusion, prime, self test, or excessive no delivery tests due to no button response. Reconnected the keypad flex connector to the lcd board and was able to confirm button presses, time advancement operated properly and no frozen screen or constant tone noted.